Event description:
The doctor prediliated right renal artery lesion with a cordis savvy 5mm x 20 mm balloon. A 6mm x 18mm lifestent sds lp was chosen to stent the mid to distal renal artery. The balloon was inflated to 8 atm but did not fully inflate. The pressure was increased to 13 atm and the balloon inflated slowly. After one minute of inflation the pressure was released to deflate the balloon. The balloon did not deflate. The inflation device was used to evacuate the balloon, but the balloon did not respond. A second inflation device was used and the balloon only slightly deflated. A 20cc and subsequently a 30cc syringe were used to pull negative pressure; the balloon deflated slightly more. The docotr then advanced the guiding catheter across the balloon. The dr had to withdraw the balloon through the stent. The balloon ruptured the right renal artery at the proximal end of the stent. The ruptured area was temporarily occluded with a 6mm x 20 mm balloon. The ruptured area was then covered with a 6mm x 15mm stent.